Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir "bulging" in the patient's abdomen. No infection was noted. The pump, and reservoir were said to be fine. During the procedure only the reservoir was removed and replaced. The patient did not experience further complications. It was further reported that it was suspected that the reservoir "herniated through" and the patient could feel the reservoir in the abdomen. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation: an allegation of migration with the reservoir was reported. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. No visual abnormalities nor device malfunctions were identified; the reservoir therefore performed within specification. Device analysis is unable to confirm the reported migration allegation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir "bulging" in the patient's abdomen. No infection was noted. The pump, and reservoir were said to be fine. During the procedure only the reservoir was removed and replaced. The patient did not experience further complications. It was further reported that it was suspected that the reservoir "herniated through" and the patient could feel the reservoir in the abdomen. No more information available at the moment. Should additional information become available, it will be provided.